Event description:
Calling for her son, caller states that, her sons b/g was on the rise, so she decided to change pod. Time: 8:30 p.m., b/g: 170, 11:30 pm, 281. Changed pod: 3:00 a.m. B/g: 337, 5:00 a.m., 356. Pod changed: 6:00 a.m., b/g: 316. 7:00 a.m., 270. Caller was concerned that pod was not delivering insulin, however, her son's b/g is coming down and caller will continue to monitor him. The device is being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was determined that there were no defects that would have caused the device to malfunction. No occlusion or pulse width time out's were noted during review of the pod's downloaded data. The distal tip of the cannula was found to be folded in on itself with significant deformation. Although the damaged tip passed insulin during evaluation, it is possible that the tip damage resulted in a restricted flow when the device was in use. The tip damage may have been caused by firing the needle into lean muscle tissue. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.